Event description:
It was reported that during a gastric bypass procedure, the error code 3 appeared at the generator screen. Hence the customer assumed that the device was defective although the device was functional. The customer used another device to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Concomitant medical products: architect analyzer, list # 8c89-01. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer stated an initial architect cea patient result of 8.0 ng/ml was generated. The sample was retested with the following results in triplicate: 4.3, 4.3, and 4.5 ng/ml. The customer stated the initial elevated result was not reported out of the lab, therefore, there was no impact to patient management.